Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicap could not be confirmed based on the analysis of the sample received for evaluation, and no root cause could be determined. One sample was received for analysis, visual inspection was performed on the sample received and the minicap passed visual inspection. Functional testing was performed on the sample received, and the minicap passed functional testing. The returned sample met specification.

Event description:
A doctor reported to baxter that povidone iodine leaked from the connection site of a transfer set and minicap, during use. There was patient involvement, but no patient injury or medical intervention.